Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that at a given moment, the spo2 reading failed after 8 hours of measurement. It was noted there was no patient movement. The issue persisted even after disconnecting and reconnecting the sensor, but no value was displayed. The cable was disconnected and reconnected with the same result. It was verified that the sensor emitter and detector were aligned. The red light was emitting. A new sensor and different patient cable was used and a good pleth and value were displayed. No known impact or consequence to patient.

Manufacturer narrative:
Upon additional information received, this reported event was confirmed to be a duplicate record. See MFR# 2031172-2016-00311.